Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. An MDR guidance for manufacturers issued in 1997 stated that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. This presumption will continue until either the malfunction has caused or contributed to no further deaths or serious injuries for two years, or the manufacturer can show through valid data that the likelihood of another death or serious injury as a result of the malfunction is remote. A detailed review of complaint history using a validated report revealed that there have been no deaths or serious injuries, per 21 cfr part 803.3, due to separation of the hub from the sheath of a gunther tulip retrieval set from (B)(6) 2018 through (B)(6) 2021. Therefore, cook will cease malfunction reporting for events involving separation of the hub from the sheath of a gunther tulip retrieval set. The recurrence of a serious injury or death for the same malfunction will trigger the resumption of mandatory reporting, per 21 cfr part 803.50. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received on 09aug2021: the filter being retrieved was a cook celect filter. It is unknown how long the filter was implanted or if there was resistance during removal. No additional details are available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #- k181757. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the hub connecting the inner and outer sheaths of a gunther tulip vena cava filter retrieval set separated. Access was obtained in the jugular vein for retrieval of an unknown filter. The filter hook was snared by the device. When attempting to advance the outer blue sheath to capture the filter while simultaneously holding pressure on the snare, the hub connecting the outer and inner sheaths together separated. The device was removed from the patient, and the procedure was aborted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event details have been requested.